Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing ipp exhibited an unspecified malfunction. The existing ipp was explanted and replaced with a new ipp. The explanted ipp was returned and analysis completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of an unspecified malfunction was confirmed via product analysis. Visual and leak tests identified leakage in the cylinder body. Testing of the reservoir showed no leakage. Wear at the corner of a fold was identified for both cylinders and visual inspection of the pump found the kink resistant tube to be worn to the filament. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing ipp exhibited an unspecified malfunction. The existing ipp was explanted and replaced with a new ipp. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.